Event description:
It was reported that a cartridge alarm occurred during the load sequence. At the time of the report with tandem technical support the customer didn't have an alternate method of insulin therapy. The customer declined further follow up from tandem technical support. Customer¿s blood glucose was 86 mg/dl.